Event description:
Reporter stated the pt had to go to the hosp 4 times due to the pump screen going blank and not running during the night. No details of any hospitalization provided. Four enteral pumps involved. One pt involved.